Event description:
It was reported that during the implant procedure, sensing was observed to drop after the lead was positioned. After several attempts at repositioning the lead was left in the final position. It was later reported that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.